Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included amlodipine besilate (norvasc) since 2015, atorvastatin from 2013 to 2018, furosemide (lasix) since 2015 and levonorgestrel (mirena) from 2007 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings,"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced rash erythematous ("rashes or skin conditions type: red breakouts (arms, legs, stomach),"). On (B)(6) 2016, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst discovered during surgery"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and malaise ("sick"). The patient was treated with alprazolam (xanax), crisaborole (eucrisa) and surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal pain lower, back pain and arthralgia was resolving, the mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, allergy to metals, dysmenorrhoea, dyspareunia, ovarian cyst and malaise outcome was unknown and the rash erythematous, migraine, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, malaise, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result-total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received :- reporter information was added. Case become incident injury nos replaced by new event was added pelvic pain female, mood swings, vaginal bleeding, menorrhagia, anxiety depression, red breakouts (arms, legs, stomach),migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, bloating, ovarian cyst, lower abdominal pain, lower back pain, joint pain, sickness. Severity added, lower abdominal pain, lower back pain, joint pain and outcome added , lower abdominal pain, lower back pain, joint pain pelvic pain, rashes , migraines, fatigue, weight gain, bloating. Concomitant drugs and treatment drug were added. Medical history and lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.